Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four days post a pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation procedure using the sphere 9 catheter, the patient experienced a sudden onset chest pain resulting in cardiopulmonary arrest. Diagnostic catheterisation revealed an occlusion of the right coronary artery (rca) at the inferolateral tricuspid annulus. The patient required percutaneous coronary intervention with a stent to restore normal flow. The patient was hospitalised for three nights. The electrophysiologist determined that the rca occlusion was far enough from the ablation line that it was believed to be unrelated to the cti ablation, but due to proximity from procedure could not outrule symptom was not procedural complication. No further patient complications have been reported as a result of this event.